Event description:
The powercross balloon was inflated within a 150mm stent . The balloon was deflated quick and then was moved proximal, out of the stent by 20mm. Deflation was slow, and the physician used syringe to remove the remainder. The powercross was inflated to nominal both times. The powercross balloon was removed. A second stent had to be deployed because of a dissection. There was a dissection because 20mm of the balloon was outside of the stent. The physician tried to reinsert the balloon over the same 014 wire as it would not pass through the lesion.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.